Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clinical diabetes specialist connected the pump to charge to be able to power on for training and subsequently, the pump became unresponsive. After charging the pump for an hour, the customer called back and reported a malfunction alarm occurred. Customer's blood glucose level was not impacted. Customer was not using the pump for insulin therapy at the time of alarm. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.